Manufacturer narrative:
Date of event: "(B)(6) 2019" should be in the previous MDR. Concomitant medical products: "injector model: msipf - inj lot: 1449232. Cartridge model: sfc45 - cart lot: 1446792. Injector system model: ftp - inj system lot: 1448653" should be in the previous MDR. Claim# (B)(4).

Manufacturer narrative:
The reporter indicated that 13.2mm, micl13.2, -14.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to angle closure with elevated iop that could not be resolved with additional pi and medication. The reporter stated " increased iop d/t either angle closure from anteriorly rotated ciliary body vs atypical aqueous misdirection." Status of the eye: doing well after icl removal. It was reported that the angles are open. Iop is normal. No loss of best corrected vision but patient is back to wearing glasses. Patient code 3191: angle closure. Claim # (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that 13.2mm, micl13.2, -14.0 diopter, implantable collamer lens was implanted on (B)(6) 2019 and explanted on (B)(6) 2019 due to elevated pressure that could not be resolved with additional pi's and meds.additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.